Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04928, 0001825034 - 2019 - 04925, 0001825034 - 2019 - 04927. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.